Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite following on-screen instructions. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, and attempted to load multiple new cartridges with guidance from technical support, but error recurred, and customer reverted to multiple daily injections; no replacement pump was provided because pump was no longer under warranty.